Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. Also, the fact the pictures received don't show conditions that could cause the failure mode reported. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that compounded sodium chloride cassette was faulting when being administered through the pump. Customer reported they inspected and believe the issue was a combination of bubbles near the exit point (where the bag joins the line) and also the line was quite compressed. This resulted in an obstruction of flow and the machine kept alarming. The actual sample was discarded by the customer. No patient injury was reported.